Event description:
Reference manufacturer report number: 3006705815-2019-01999. It was reported the patient experienced ineffective stimulation due to lead migration. The issue was confirmed via x-rays. As a result, the patient's leads were explanted and replaced. Issue resolved.